Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure at 23 minutes and 159, 413 joules. The procedure was completed with a turp. The outcome was reported as "no damages to the pt".

Manufacturer narrative:
(B)(4). A code request has been submitted.